Event description:
The pt was inject with a 1.55cc radiesse syringe on (B)(6) 2011, in the oral commissures, below the lower lip and the peri angles of the mouth. On (B)(6) 2011, the pt developed unilateral swelling and was warm to the touch on one side. The pt did not have a fever. The pt was prescribed a medrol dose pack and keflex. On (B)(6) 2011, dr. (B)(6) spoke with a merz aesthetics physician assistant (pa). The radiesse injection was discussed. Dr. (B)(6) stated that the pt had pan facial edema up to her eyes which was more evident on the left side. It is not warm to the touch, the pt was afebrile, no redness to the areas. Dr. (B)(6) is certain that this is not a vascular issue. Topical or other new products were not used pre or post treatment and there was no exposure to lasers. Dr. (B)(6) initiated steroids and antibiotics although she does not think that this represents an infectious process and there is nothing to culture. The pa discussed with dr. (B)(6) that this type of response can occur in pts within 24 hrs to two weeks post treatment.

Manufacturer narrative:
(B)(4). F/u info was rec'd on (B)(4) 2011: the pt developed worsening of her swelling to the left cheek/nlf in the past 24 hrs. The physician is concerned about an abscess. A mertz contracted physician called dr. (B)(6) and agrees that the condition described is like an abscess. The pt decided to see her general practitioner for medical treatment.